Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted on 10/15/2019. Signs of clinical use and no evidence of blood was observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was obtained. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope lens was foggy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope lens was foggy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.